Manufacturer narrative:
Section g: PMA/510(k) # k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. However, 46 sealed devices from three different lots were returned and evaluated. Our laboratory evaluation of the returned sealed devices confirmed the report of deployment difficulties. 6 sealed device from the lot #w4463131: the samples were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue. Two of the sealed devices did require endoscopic maneuvers to aid in deployment but did deploy which confirms the reported difficulty. 20 sealed devices from the lot #w4462060: the samples were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue. Three of the sealed devices did require endoscopic maneuvers to aid in deployment but did deploy which confirms the reported difficulty. 20 sealed device from the lot #w4462059: the samples were function tested per test protocol for open/close and full deployment on simulated tissue. The clips opened and closed, and deployed as intended on simulated tissue. One sealed device did require endoscopic maneuvers to aid in deployment but did deploy which confirms the reported difficulty. The device history records for the lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
PMA/510(k) # k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During multiple colonoscopy procedures, the physician used cook instinct plus endoscopic clipping devices and stated that it's very difficult to release the clips off the sheath. The physician had to shake the device to get it to release. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.